Manufacturer narrative:
Concomitant product(s): product ID: d284drg ICD ,implanted: (B)(6)2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.